Event description:
Customer reported that the device flashes the lifepak 12 log and immediately goes to the blank screen and shows the service indication upon power on. There was no report of pt involvement with the issue.

Manufacturer narrative:
(B) (4). Physio-control is unable to verify the reported issue since customer declined physio's repair offer. The root cause of reported failure could not be determined.